Event description:
An abdominal stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The bi-laterally iliac arteries both have a 190 degree bend. The external arteries are very small in diameter, 6.6 mm on the right and 6.8 mm on the left. It was reported that the physician inserted a stiff guidewire and then another guidewire. The physician was unable to advance a 16 fr dilator to the intended landing zone on the right side. The physician elected not to use a conduit. The stent graft delivery system was inserted in the right side and during advancement, the delivery catheter kinked. (MDR 2953200-2008-00008) the delivery catheter was removed from the pt. The physician attempted with a second device in the left side but that device also kinked and was successfully removed from the pt. The physician elected to convert the pt to an open repair. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results/conclusions - (bi-laterally iliac arteries both have a 190 degree bend and very small external artery.) Other - (graft cover kinked).